Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm when the customer was asleep, customer had changed all the device supplies but was unable to clear the alarm. Customer's blood glucose was 37 mg/dl. Customer treated his low blood glucose with food. During troubleshooting, customer reported the insulin did exit during manual prime. Customer was advised the alarm was caused by set and reservoir occlusion. Customer will not be returning the device for analysis.